Event description:
This spontaneous case from united states was received on (B)(6) 2018 from patient this case concerns a (B)(6) female patient who initiated treatment with synvisc one and after an unknown latency had fever, was unable to walk, knee became tight and knee became painful, also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date in (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 1 df for osteoarthritis once (batch/ lot number: 7rsl021 and expiry date: unknown). On an unknown date in (B)(6) 2017 after an unknown latency her knees became tight and painful. She was unable to walk for many days. She ran a fever. She missed 5 days of work, and still cannot return to her normal preinjection physical activity. She had to reduce her hours of work at her part time job, because of her new discomfort. She now needs a cane to walk (onset and latency: unknown). Corrective treatment: needs a cane to walk for was unable to walk; not reported for had fever, knee became tight and knee became painful outcome: unknown for all events seriousness criteria: disability for unable to walk and device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 30-jan-2018: this case concerns a patient who received synvisc one injection from the recalled lot and later had fever, her knees became tight and painful, she was unable to walk and had to use cane. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on 05-apr- 2018, this case became medically confirmed. This spontaneous case from united states was received on 23-jan-2018 from patient. This case concerns a 61 years old female patient who initiated treatment with synvisc one and after an unknown latency had difficulty walking, chills, fever, was unable to walk, knee became tight and knee became painful/increasing knee pain, also, device malfunction was identified for the reported lot number. Medical history included diviated septum, lasik eye, cholecystectomy, obesity, psoriasis and sleep apnea. Concurrent condition included hypertension. The patient had bilateral knee osteoarthritis and had bilateral steroid injections in (B)(6) 2017, which had limited relief. Concomitant medications reported include dyazide (hydrochlorothiazide with triamterene), colecalciferol (vitamin d3), curcuma longa rhizome (turmeric), trazodone, glucosamine, fish oil and diclofenac sodium (pennsaid). The patient was a nonsmoker and had alcohol in past (rarely). The patient had no known allergies and family history of arthritis, thyroid disorder, heart disease and hypertension on (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 1 df for osteoarthritis once (batch/ lot number: 7rsl021 and expiry date: unknown). On an unknown date in (B)(6) 2017 after an unknown latency her knees became tight and painful. She was unable to walk for many days. She ran a fever. She missed 5 days of work, and still cannot return to her normal pre-injection physical activity. She had to reduce her hours of work at her part time job, because of her new discomfort. She now needs a cane to walk (onset and latency: unknown). After the injections, she had some increasing knee pain. On an unspecified date after unknown latency, she had difficulty walking and getting to the bathroom. This was on both knees. She had used some crutches and was off work for 5 days. On an unspecified date after unknown latency, she also had some subjective fever and chills for 3 to 4 days, did not take her temperature. She did not get evaluated in an emergency room. Unfortunately, the injections that she got were in the back that were recalled. She was concerned about that. She has been contacted by lawyer from company, working on some type of settlement. At baseline, she had some pain in the knees at 3/10. It was slowly improving. There had been no erythema. She was working on a diet plan and had lost 15 pounds. The patient did not limp, nonantalgic gait. She had got a kind of waddling trendelenburg gait. Both knee range of motion was 0 to 115. There was some minimal tender to palpation at the medial lateral patellofemoral joint lines. There was no erythema or fluctuance and concerning signs for infection. Her exams were more just consistent with osteoarthritis. However, she was still quite concerned and was offered an esr and crp lab work for reassurance. She could be seen back on an as-needed basis. She would continue to work on her weight loss and hopefully would become a candidate for knee replacement at some point in the future. Corrective treatment: needs a cane to walk for was unable to walk; crutches for difficulty walking; not reported for rest all events outcome: recovered for fever, chills; recovering for knee became painful/increasing knee pain; unknown for rest all events seriousness criteria: disability for difficulty walking, unable to walk and device malfunction a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Follow up information was received on 06-feb-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 05-apr-2018 from medical doctor. Medical history, concomitant medications and concurrent conditions were added. Suspect therapy dates were added. Additional events of difficulty walking and chills were added. The event of knee became painful was updated to knee became painful/increasing knee pain and outcome was updated from unknown to recovering. The event outcome of fever was updated from unknown to recovered. Clinical course was updated. Text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 5-mar-2018: this case concerns a patient who received synvisc one injection from the recalled lot and later had unable to walk and walking difficulty and had to use cane. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on 05-apr- 2018, this case became medically confirmed. This spontaneous case from united states was received on 23-jan-2018 from patient. This case concerns a 61 years old female patient who initiated treatment with synvisc one and after an unknown latency had difficulty walking, chills, fever, was unable to walk, knee became tight and knee became painful/increasing knee pain, also, device malfunction was identified for the reported lot number. Medical history included diviated septum, lasik eye (20-sep-2017), cholecystectomy, obesity, psoriasis and sleep apnea, intervertebral disc degeneration (lumbar region), unilateral primary arthritis right hip, difficulty walking, muscle weakness, bilateral knee right buttock pain, knee pain (bilateral; pain starts at lower back and comes down legs; hurting for last 3 years; global in nature, posterior leg pain, intermittent groin pain (more on right than left), uses CPAP and bipap, bilateral hip pain (all for years atleast 3; all activity related and relieved with rest) and leg swelling. No radicular pains or paresthesias. Concurrent condition included hypertension. The patient had bilateral knee osteoarthritis and had bilateral steroid injections (which had limited relief) and synvisc one injection on (B)(6) 2017 (worse than right felt like pinching; steroid injection could be done every 3 to 4 months). Concomitant medications reported include dyazide (hydrochlorothiazide with triamterene), colecalciferol (vitamin d3), curcuma longa rhizome (turmeric), trazodone, glucosamine, fish oil and diclofenac sodium (pennsaid). The patient was a non-smoker and had alcohol in past (rarely). The patient had no known allergies and family history of arthritis, thyroid disorder, heart disease and hypertension. The patient had no problems with anesthesia. The patient was right handed. Body mass index was 47.83 kg/m2. The physician goals included pain relief, increased function, activities of daily living, education with modalities, bilateral knee arthritis, right hip arthritis, lumbar degen disk (spine/hip/knee rehabilitation), home program, focus on weight loss and pain control, pool therapy, physical therapist to evaluate and treat (twice per week for a duration of 6 weeks; referral good for 12 visits). On (B)(6) 2017, patient received treatment with intra articular synvisc one injection (bilateral) at a dose of 1 df for osteoarthritis once (batch/ lot number: 7rsl021 and expiry date: unknown) into both knees (after discussing risks and benefits of viscosupplementation). The injection was done under sterile procedure. The patient liked to proceed with a synthetic injection into bilateral knees. The patient was encouraged to ice the area at night and to avoid high impact activities for 24 hours. It was reported that these injections can be repeated on a 6 month basis. On an unknown date in (B)(6) 2017 after an unknown latency her knees became tight and painful. She was unable to walk for many days. She ran a fever. She missed 5 days of work, and still cannot return to her normal pre-injection physical activity. She had to reduce her hours of work at her part time job, because of her new discomfort. She now needs a cane to walk (onset and latency: unknown). After the injections, she had some increasing knee pain (severe). On an unspecified date after unknown latency, she had difficulty walking and getting to the bathroom. This was on both knees. It was reported that walking, standing, stairs made symptoms worse. Heat, ice, rest made the symptoms better. The patient had an x-ray, took medication (pain management). It was reported that treatment with diclofenac sodium (pennsaid) helped (trying to get it approved through insurance). The patient did not receive flu shot. She had used some crutches and was off work for 5 days. On an unspecified date after unknown latency, she also had some subjective fever and chills for 3 to 4 days, did not take her temperature. She did not get evaluated in an emergency room. Unfortunately, the injections that she got were in the back that were recalled. She was concerned about that. She has been contacted by lawyer from company, working on some type of settlement. At baseline, she had some pain in the knees at 3/10. It was slowly improving. There had been no erythema. She was working on a diet plan and had lost 15 pounds. The patient did not limp, nonantalgic gait (bmi: 46). She had got a kind of waddling trendelenburg gait. Both knee range of motion was 0 to 115. There was some minimal tender to palpation at the medial lateral patellofemoral joint lines. There was no erythema or fluctuance and concerning signs for infection. Her exams were more just consistent with osteoarthritis. However, she was still quite concerned and was offered an esr and crp lab work for reassurance. She could be seen back on an as-needed basis. She would continue to work on her weight loss and hopefully would become a candidate for knee replacement at some point in the future. On (B)(6) 2018, the patient was assessed for primary osteoarthritis of both knees. The plan orders included medication refills must be requested before 4 pm monday through friday. The patient was checked out at 4:19 pm. The patient was scheduled a follow up visit when required. As on (B)(6) 2018, the patient was doing better. She was walking better up the stairs, pain was improving. The patient was going to nutrition response and taking supplements for inflammation and the swelling was much better. It was reported that esr was normal at 6, crp was minimally elevated at 10.6 (range: less than 8). It was reported that there does not appear to be any need for further workup as she was doing better. It was reported that currently the patient had no concerning signs of infection in the knees. Her examinations were more just consistent with osteoarthritis. The patient was still quite concerned and was offered an esr and crp lab work for reassurance. She could be seen on as-needed basis. It was reported that the patient would continue to work on her weight loss and hopefully would become a candidate for knee replacement at some point in future. The patient seemed to have a very little insight on the amount of impact her weight was having on her knees and made minimal efforts in terms of weight loss. At this point she was going in her thyroid. Corrective treatment: needs a cane to walk for was unable to walk; crutches for difficulty walking; not reported for rest all events outcome: recovered for fever, chills; recovering for knee became painful/increasing knee pain; unknown for rest all events seriousness criteria: disability for difficulty walking, unable to walk and device malfunction a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Follow up information was received on 06-feb-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 05-apr-2018 from medical doctor. Medical history, concomitant medications and concurrent conditions were added. Suspect therapy dates were added. Additional events of difficulty walking and chills were added. The event of knee became painful was updated to knee became painful/increasing knee pain and outcome was updated from unknown to recovering. The event outcome of fever was updated from unknown to recovered. Clinical course was updated. Text amended accordingly. Follow-up was received on 20-apr-2018. No new information was received. Additional information was received on 25-apr-2018 from the medical doctor. The patient's medical history of intervertebral disc degeneration (lumbar region), unilateral primary arthritis right hip, difficulty walking, muscle weakness, bilateral knee right buttock pain, bilateral hip pain, knee pain (pain starts at lower back and comes down legs; hurting for last 3 years), posterior leg pain, groin pain, uses CPAP, bipap and leg swelling were added. The laboratory details of c-reactive protein and esr were added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 25-apr-18. The follow up received does not change the previous assessment of the case. This case concerns a patient who received synvisc one injection from the recalled lot and later had unable to walk and walking difficulty and had to use cane. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.